Manufacturer narrative:
H.6. Investigation: there is no evidence or samples provided. Additional attempts were made to get more information, however it was confirmed by the customer that there was not additional information available for the investigation. The DHR review was performed for the lot number reported in the complaint, and was found that there were no issues reported related to lid missing collector base during the manufacturing of the lot. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing collector base for the same part number throughout the last twelve months. According with this investigation there is not enough information like picture from the original packaging provided from customer, this information is necessary in order to rule out that this issue was generated due to transportation, incorrect handling, partial sales made from distributor. Due to no samples or pictures were provided in this complaint, the customer complaint records were reviewed; according with the cc¿s records, there were no additional complaints reported for the same part number and issue, therefore, in accordance with the investigation results, there was no sufficient information to lead to the root cause. H3 other text : see h.10

Event description:
It was reported that prior to use the lid was discovered to be missing with a bd sharps coll asia 13.2l yel 1508 non-vent. The following information was provided by the initial reporter: we found 1set of container+lid missing from carton.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed. As flextronics is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the lid was discovered to be missing with a bd sharps coll asia 13.2l yel 1508 non-vent. The following information was provided by the initial reporter: we found 1set of container+lid missing from carton.